Event description:
It was reported that glue-like foreign matter was found on the tip of 124 bd saf-t-intima¿ IV catheter safety system during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the center for digestive endoscopy observed glue on the tip of the needle during pre-puncture examination"

Manufacturer narrative:
H6: investigation summary our quality engineer inspected the 5 samples and 2 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. A mass of silicone was observed on the catheter tip. Silicone is a part of our manufacturing process, and it is applied to the product to assist in the insertion of the device during use. Bd determined the cause of the failure is associated to our manufacturing process. A quality alert was generated and distributed to all manufacturing personnel involved with the production of this product. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch was in compliance with our product specification requirements.

Manufacturer narrative:
Initial reporter phone#: unknown. Initial reporter e-mail: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that glue-like foreign matter was found on the tip of 124 bd saf-t-intima¿ IV catheter safety system during use. The following information was provided by the initial reporter, translated from chinese: "the head nurse of the center for digestive endoscopy observed glue on the tip of the needle during pre-puncture examination".